Event description:
The patient's wife reported the patient was experiencing low blood glucose levels. The patient then got on the phone and stated his blood glucose reading was 67 mg/dl with his target reading being 100-200 mg/dl. He stated his symptoms were feelings as if he were going into shock and of lightheadedness. He said he drank orange juice to treat his blood glucose levels. During troubleshooting, the patient stated he had worked in the yard from 9:30 am until early evening. He said it was very hot outside and when he came in for lunch his blood glucose reading was 69 mg/dl. He stated he ate peanut butter crackers and did not bolus insulin. He said he then went back outside and continued to work until between 4-5 pm when he came in and changed his insulin cartridge and infusion headset. He stated he did not test his levels at this time. The patient stated he forgot to reset his insulin infusion device to a full cartridge and did not prime his infusion set. He said he then fell asleep for a few hours until he work up "out of control" and panicked when he could not get his infusion device to deliver insulin. He stated that he then did another blood glucose test and his reading was in the 50's mg/dl. The patient confirmed that the time and basal rates on his infusion device are accurate and that he did not set a basal rate increase. He said he has not received any alarms on his device. Troubleshooting did not find any product issues. The patient said he believes the low blood glucose reading is the result of "excessive yard work." He stated he had a heart attack this summer and was diagnosed with cancer. He said he also has had increased stress at work. The patient changed his insulin cartridge and infusion set and reset his device to a full cartridge. The patient was then able to successfully prime his infusion set and place his infusion device in run. At the close of the call, the patient stated his blood glucose reading was currently 108 mg/dl and that he felt better. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.